Manufacturer narrative:
Correction: please retract product problem, as no device problem occurred. Correction: (B)(4).

Event description:
New information received indicated that the previous reported therapy was appropriate delivered to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced chest pain and discomfort due to therapy for non-ventricular rhythm. Patient was hospitalized for non-sustained ventricular tachycardia evaluation and treatment. It is undetermined if the therapy was inappropriate or appropriate. Patient¿s cardiovascular medication was changed and was discharged home without further adverse consequences.